Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock. There was no impact to the customer's blood glucose level. Tandem's technical support educated the contact on how to prime the tubing to remove air.